Event description:
On date (B)(6) 2012, intuitive surgical received uf/importer report (B)(4) from the FDA. The event details are provided below: the patient was undergoing robotic surgery for a subtotal hysterectomy with implantation of a sling. During the procedure, the tip cover accessory which covers the end of the robotic arm was not attached at the end of the procedure. Prior to closure, the physician conducted a visual sweep with the scope in order to locate the tip cover accessory and was unable to locate it. Six x-rays were taken in an attempt to locate the tip cover accessory. Due to the fact that the tip cover accessory is non radiopaque, the results of the x-rays were inconclusive. A CT scan was then conducted. The CT scan was positive for the cover tip accessory which was noted to be in the left rectum muscle. The patient underwent a second procedure for the successful removal of the tip cover accessory. More specifically, the tip cover accessory covered the monopolar scissor. This event apparently occurred midway through the procedure.

Manufacturer narrative:
On (B)(4) 2012, isi contacted (B)(6) in risk management and she indicated that the tip cover accessory is not being returned for evaluation, as they would like to retain the tip cover for their records. (B)(6) indicated that she will try to obtain a picture of the affected tip cover to verify the tip cover version. (B)(6) also indicated that she will follow up with the surgical staff to verify if there were any issues noted prior to use of the tip cover accessory. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
On (B)(6) 2012, isi contacted the risk manager, (B)(6) and she indicated that the affected mcs tip cover accessory was from model 400180-12. (B)(6) indicated that she followed up with the clinical staff concerning the reported event and they indicated to her that there were no issues noted during installation of the tip cover on to the monopolar curved scissors (mcs) instrument and nothing unusual occurred during advancement and removal of the of the mcs instrument (with the tip cover installed) through the cannula. (B)(6) indicated that the tip cover is being held by the hospital's pathology department and the tip cover is being retained for the hospital's records. (B)(6) also indicated that there is no video recording available of the planned surgical procedure. (B)(6) indicated that she is unable to provide any other details concerning the patient's status. On (B)(4) 2012, isi received a photographic image of the reported mcs tip cover accessory. Review of the photograph by isi engineering found no noticeable damage on the surface of the tip cover.